Event description:
Pt came in for fat reduction treatment with the cutera trusculpt machine. Pt called 2 days from original treatment complaining of extreme swelling. Severe bruising, hard nodules on outer thighs with pain to touch and patient was up (B)(6) pounds. Advised patient to return to office in 1 month. Treated again with second treatment as advised by cutera for best results. Three days after second treatment patient called again with even more swelling, bruising, nodules were larger and even more tender to touch. Pt was up an add'l (B)(6) pounds along with the previous (B)(6) pounds. Called (B)(6) at cutera and two weeks later she returned our call. She advised us to wait three to four months for end result. (B)(6) advised me after me asking if someone wanted to assess her from cutera, that it wasn't their protocol. She offered no resolution. I, my office manager and owner of the office demanded a conference call with dr (B)(6). We talked with no resolution. Our medical director examined the patient on (B)(6) 2014 and used a 16 gauge needle to tap the thigh. Thick pink lymphatic fluid came out. We have called and emailed cutera many times and have had no response back from anyone. Cutera has sales reps in the field selling this unit as fat reduction/fat melting; however, upon researching further, there had been no studies into the effects of fat reduction/fat melting on the body/lymphatic system with this machine. Cutera has yet to send out anyone form the company to assess the patient and the damage or to look at the machine to see if its malfunctioning or if it has a default. Patient is now pursuing consultations with plastic surgeons to see if damage is reversible.